Event description:
Maquet servo I ventilator stopped functioning and did not alarm while ventilating hospital ICU pt. Luckily, resp therapist was in the room at time of event, so no harm to pt. Design flaw. Failure to alarm when equipment failed.